Event description:
A company representative reported an incident of where the motors on the m51 powered wheelchair reportedly overheated which caused the key to snap and the wheel hub to lock up both sides. No injury has occurred.